Manufacturer narrative:
Adverse event or product problem, corrected data: initial report inadvertently marked product problem instead of adverse event. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank.

Event description:
It was reported by the patient's mother that the patient is having an increase in seizures, up to 10-15 seizures/day. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator will not be returned as the surgery facility discards all explants.